Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that at approx 12:21hours; the m3000 was in a 'low battery' state and when the battery was depleted the associated ics displayed a 'bedside offline' message. It was reported that when a nurse responded to the pt room and placed the m300 into a bedside charger, the 'new patient yes/no' prompt appeared and the user selected 'no'. It was reported that at that time, the associated ics displayed a 'bed disconnected' message for this m300. The pt was reportedly readmitted to the ics at approx 12.27hours. There was no pt injury reported. Draeger reference number: (B)(4).